Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 4440 on a vitros xt 7600 integrated system. Patient sample result of 0.270 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. Based on the initial result of 0.270 ng/ml the patient was administered 0.4 mg sublingual nitroglycerin. A corrected report for the patient was later issued and the patient was discharged. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 4440 on a vitros xt 7600 integrated system. A definitive assignable cause of the event could not be determined. A potential cause of the event is a sample related issue likely due to pre-analytical sample handling. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Additionally, a photo of the sample showed red cells throughout the separation gel. Based on historical quality control results, a vitros tropi es lot 4440 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4440. However, the customer does not process a control fluid with a troponin I concentration at, or below the upper reference interval (url). Therefore, the performance of the vitros tropi es reagent lot 4440 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing performed by the customer on the vitros xt 7600 integrated system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event. Email address for contact office is (B)(6).